Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. The customer's concern regarding no sound on low and medium volume was duplicated-front piezo could not be heard while performing a beep test. The problem source however has been determined to be unknown.

Event description:
Information received a smiths medical cadd solis 2120 pump did not have audio sound for alarm and low and medium volume. No information on patient adverse event.